Manufacturer narrative:
The pump was received with a blank display and missing segments due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged at screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.